Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the power switch was broken. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was damage to the power switch because the degree of operating force and the frequency of usage exceeded the anticipated value. The subject device was manufactured and released prior to the implementation of a design change to the power switch.